Event description:
Related manufacturer reference number:(B)(4). Related manufacturer reference number:(B)(4). Related manufacturer reference number:(B)(4). It was reported that the patient presented with an infection. The entire system was explanted. There were no patient consequences.